Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of insulin flow blocked from the insulin pump. The customer's blood glucose reading was unknown. The customer received the alarm during bolus. The customer stated that the insulin flow blocked was recurring. The customer was advised to call when the alarm occurs to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump had stained serial number label, cracked keypad overlay at the select button and minor scratched display window, case and keypad overlay.